Manufacturer narrative:
Investigation summary: no samples were returned. Therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7023694. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) batch of material# 700005653 (syringe 0.3ml asm 31ga 8mm tw (B)(4)) that went into the packaged batch 7023694. There were zero (0) defects noted during manufacturing of the above listed batch. Three (3) notifications [(B)(4)] were created for incidents occurring during the manufacturing of the above listed batch. However, they are unrelated to the complaint cause. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger of a bd ultra-fine¿ ii short needle insulin syringe 3/10 cc 31 g x 8 mm (5/16 in) would not move during injection. There is no report of injury or medical intervention.